Manufacturer narrative:
The astral device was returned to resmed for investigation. Review of the device data logs and performance testing confirmed the device failure to pass its internal self test. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Review of the device data logs confirmed the single occurrence of system fault 133 and 223. Performance testing could not reproduce the reported system fault 133 and 223. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device failure to pass its internal self test and system fault 133 were due to contamination of the device pneumatic block. System fault 223 was due to a faulty/defective peep motor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed error messages (sf133 and sf223) indicating an incorrect peep valve pressure measurement and peep blower failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf 133 and sf223) indicating an incorrect peep valve pressure measurement and peep blower failure. There was no patient injury reported as a result of this incident.